Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm, failed battery test alert, charge/battery lasts less than expected anomaly and no unexpected battery power loss anomaly during test noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was shut down without alerting to a low battery life. The customer stated that the insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.